Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the ventilator device alarmed and went into safety mode. This occurred during patient ventilation. Various alarms were observable both visually and through hearing. Tf 341009 (pventpressuresensordefect ), tf 385002 (safetyfailuredetected) and tf 346054 (safetyfailuredetected). The ventilator device was restarted and then functioned without any problems. The device logs do cover the events of the time of failure. Patient involvement was reported. The event occurred during ventilation. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: - the ventilator device alarmed and went into safety mode. - this occurred during patient ventilation. - various alarms were observable both visually and through hearing. Tf 341009 (pventpressuresensordefect ), tf 385002 (safetyfailuredetected) and tf 346054 (safetyfailuredetected). The ventilator device was restarted and then functioned without any problems. - the device logs do cover the events of the time of failure. - patient involvement was reported. The event occurred during ventilation. - there was no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.